Event description:
It was reported that the 8800 system stopped fluoro and locked up during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interface board and hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.